Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Upon review of the reported event, it was determined an MDR will not have been filled under the current MFR number. This event will be reported under medwatch 3002806535 - 2019 - 00439.

Event description:
It was reported that during a total hip arthroplasty, the inserter handle fractured and a fragment became lodged in the acetabular cup. The fragment could not be removed; however, the procedure was completed without additional patient consequences.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown acetabular cup, therapy date - unknown. Foreign report source -(B)(4). Reported event was unable to be confirmed. DHR review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total hip arthroplasty, the inserter handle fractured and a fragment became lodged in the acetabular cup. The fragment could not be removed; however, the procedure was completed without additional patient consequences.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.